Event description:
After stent deployement in the left main artery the guide wire separated as it was being removed. The pt was reportedly stable throughout the procedure, no attempts werr made to remove the guide wire fragment.